Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump did emit a warning of low blood glucose (bg) level when the bg reached the low limit threshold that had been programmed into the pump. The distributor verified that the low glucose alert was enabled. The distributor verified that the audio and vibratory settings, as well as all other pump settings, were correct at the time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged settings issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is to correct the brand name and model number for the product.

Manufacturer narrative:
Follow up #1 submitted: 03/18/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 at 09:43. Data from the date of the reported event of (B)(6) 2013 had been overwritten due to continued patient use. The black box data revealed multiple ¿glucose below limit¿ warnings. On testing, the pump powered on normally and displayed the verify screen per normal operation. The pump was successfully paired with a test transmitter. The pump was successfully primed and exercised for 24 hours without alarm. Three ¿glucose below limit¿ warnings were simulated during testing with the pump responding with the appropriate visible and audible ¿low glucose¿ warning. The continuous glucose monitor recorded the warning at the correct time and in the correct order. Investigation found the pump performing within the required specifications without malfunction. Unrelated to the original complaint, the display screen was found to be dim and discolored.